Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable: did the staples fall out of the cartridge prior to firing the device? Did the cartridge fall out of the device? How was the procedure completed? What color cartridge was being used?

Event description:
It was reported that during an unknown procedure ¿stapler on the cystic artery, when fired and opened the surgeon realized there was no staple in place, so cut and not stapled. Staple was later found in the abdomen of patient¿. Unknown what device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55g7v. The analysis results found that the atw35 device was received with no apparent damage and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.